Manufacturer narrative:
Qc was in specifications prior to and after the event. System check performed on 08/09/06 was within specifications. Pre-analytical sample information was not provided. Ck-mb result obtained from sample a was within normal range. No other patients or assays were in question at the time of the event. A field service engineer (fse) was dispatched to the customer's lab on 08/16/2006. The fse performed a preventive maintenance (pm) to the instrument. The fse verified the instrument's performance per established procedures; results were within specifications. Pre-analytical factors may have contributed to this event; however, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from a single patient sample that were generated by the access 2 instrument. A patient sample was tested for accu tnl and a result of 0.88ng/ml was obtained. The customer's instrument is set to perform a reflex testing on all accu tnl samples and the reflex result was 1.40ng/ml. The original sample was re-tested for accu tnl several times and the results were in the range of 0.46ng/ml-3.25ng/gl. The accu tnl results were not reported out of the lab. The customer collected a fresh sample from the patient and tested for accu tnl; the initial result was 0.34ng/ml and 0.36ng/ml upon repeat. The accu tnl results obtained from the 2nd sample were reported out of the lab. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.